Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4109, 4111 and 4110. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified fractured at the threads. Functional testing could not be performed since the device was fractured. Pre-existing condition and duration of placement were unknown due to limited information provided by customer. However, the device was location on tooth site #2 (universal). Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: fracture: screw). September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or product (ilrght). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k072642. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the customer that the screw had fractured in the patient's mouth. No injury to the patient reported. The patient will return for a new screw. The fractured screw was removed from the implant at the time of fracture. Tooth #2